Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8110 sn: (B)(4) customer wanted to know how to clear this error code. The customer also wanted to know is it software, or hardware. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer, that in order to correct this error code he would have to reflash the 8110. I also explain to the customer that this error code is a software error. I also explain to the customer that this error happens when something was replaced inside the unit. The customer said ok, that he would reflash the unit and ended the call.